Event description:
The customer reported that during a hemicolectomy, approx three seals reopened although an end tone, indicating a completed seal cycle was heard. This caused oozing of less than 250cc. There was no pt injury and the same device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.